Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter fourteen years and seven months ago. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, bilateral deep vein thrombosis. The patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency, resulting in swelling/edema/bulging of the effected extremity(s). Without imaging or medical records available for review the report of deep vein thrombosis could not be confirmed or clarified, nor can a conclusion about a relationship between the reported event and the filter be drawn. The inferior vena cava filter is not indicated for use in the prevention of deep vein thrombosis. Clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. A device malfunction has not been reported at this time. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an trapease vena cava filter twelve years and eleven months ago. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, deep vein thrombosis. The patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, deep vein thrombosis, blood clots, clotting and/or occlusion of the inferior vena cava (ivc). The patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. It was further reported that the patient experienced mental anguish, pain and discoloration in the lower extremity. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Blood clots within the patient¿s vasculature, vena cava occlusion and skin discoloration do not represent a device malfunction. Clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. This event does not represent a malfunction of the device. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Correction to product code.